Event description:
The customer reported that they had multiple access issues with a patient during a procedure. The customer reported that tiny bubbles in the fluid pathway of the inlet line appeared to be slowly moving toward the patient access site. The machine was re-setup, restarted, and the procedure was completed. No medical intervention and no adverse effects were experienced by the patient. The customer declined to provide the patient's age. This report is being filed due to device malfunction (in the form of operator error) that has the potential for injury due to hypervolemia.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation: a terumo bct contracted service technician checked over the optia machine. The inlet pressure sensor (ips) functionality on the access line was checked. Also, an autotest and a saline run were performed. It was confirmed that everything was operating as intended. Root cause: multiple investigation findings indicate that the cause of this event was the operator's failure to completely close the inlet saline roller clamp when instructed. The following points support this finding: multiple patient access issues would have caused the spectra optia to recommend the operator consider opening the roller clamps on the saline lines to maintain flow in the access lines. Considering the approx 25 minutes the operator spent overcoming this patient's challenging peripheral vasculature access, keeping the disposable lines patent would have required one or more saline flushes to remove the yet un-anticoagulated blood in the inlet access line back to the patient. The operator statements pertaining to "tiny air bubbles appear to be moving towards the patient's access site" and " it was pulling blood, but it was not from the access site - in fact at one point it was returning into the access site" are further evidence to support this cause. The head pressure from the volume in the saline bag was supplying saline not only through the inlet line to the machine but also back to the patient through the inlet access as well. The ips exists in series between the inlet pump and the patient. The machine turns the inlet pump to draw patient blood into the machine during which the ips expects to read a negative pressure. During this 90 seconds of procedure run time, the readings that the ips was making were continually positive, leading up to the ips malfunctioned alarm. As the machine was receiving feedback from the ips of positive pressure readings, the software concluded that the pressure sensor had failed or decoupled from the machine and alarmed appropriately. The inlet roller clamp was open when the disposable was returned for investigation. A sample of the inlet line blood was found to be 14% instead of the patient hematocrit of 29% indicating an approximate 1:1 dilution of the blood with saline. The conclusion from this analysis led to concern about hypervolemia as a result of a free flow of saline back to the patient through the inlet access. The system would not be able to track the amount of saline given back to the patient via an open clamp on the inlet saline line and this would result in a more positive fluid balance than planned. The cause of this event is improper operator response to machine prompts. The system behaved appropriately by ending the procedure when the anticipated negative sensor signals were received as positive.

Manufacturer narrative:
(B)(4). Investigation: the customer returned the optia set for investigation. Initial visual inspection revealed the inlet and return lines were attached to the cassette correctly. The inlet roller clamp was not completely closed (roller was midpoint in the roller clamp assembly), the return roller clamp was closed completely. Both roller clamps were on the saline lines. Blood was noted in the access line from the luer through the cassette and channel. A small amount of blood was in the return chamber (< 2ml). No blood was in the return line. No blood was in the diversion pouch. Blood was noted between the 2 halves of the cassette around the inlet line filter. The run data file was evaluated and strong evidence exists to believe that the cause of the tiny saline bubble presence and movement was due to an improper operator action of leaving open the inlet saline line roller clamp to the saline bag. The saline bag head pressure was supplying both the inlet line to the machine with saline, as well as flowing saline back to the patient through the inlet access. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.